Event description:
An insulet clinical services manager reported that she had just met with a pt who was hospitalized with diabetic ketoacidosis last month. The pt who wasn't certain what the cause of her high blood glucose was but said she was feeling as though she had the flu when she went to the hospital. Two attempts were made to contact the pt about the event, but she did not respond to the messages left for her.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's dka and hospitalization. As no product lot number was reported. No qualification record review could be performed. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises "the symptoms of dka are much like those of the flu. Before assuming you have the flu, check your blood glucose and check for ketones to rule out dka," "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops," and "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance."